Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited oversensing noise. The physician elected to cap and replace the rv lead on (B)(6) 2023. The patient was stable in condition.